Event description:
The customer reported being hospitalized for two days due to the insulin pump. The blood glucose reading was unknown at time of call. The customer declined to troubleshoot the insulin pump as customer only requested information the length of the cannula. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.